Event description:
Patient reported after injection on an unspecified date in lips and nasolabial folds with "juvederm," the patient experienced swelling in the whole face from their neck and to the back of their head, flu-like symptoms, feeling "extremely unwell," sinus pain, headache, nausea, and difficulty breathing an unspecified amount of time later. Patient was treated with antibiotics and antihistamines and additionally mentioned going to the "emergency." It is not known if symptoms have resolved.

Manufacturer narrative:
Unique identifier (UDI) #: not applicable. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The events of swelling in the whole face from their neck and to the back of their head, flu- like symptoms, feeling "extremely unwell, " sinus pain, headache, nausea, and difficulty breathing are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.